Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 53-year-old female of unknown race with ventricular fibrillation (vfib) arrest was implanted with an impella cp device for mechanical circulatory support. The patient had known peripheral arterial disease (pad) and the pump was occluding the femoral artery. The decision was made that due to the risk of limb ischemia, after one hour of support the pump was explanted. The patient was reported to be stable at time of explant.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.